Event description:
It was reported to philips that the device displayed a red x in the rfu indicator and was emitting an audible chirp due to a faulty ac module (B)(4). There was no patient involvement.